Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: (B)(4). According to the sales rep: it was a low anterior resection to a male who had radiation therapy. The surgeon took blue cartridge 30 mm and it wasn't close by the staples. The nurse told me that the tissue was very thick, they took cartridge 45 purple and then it was closed. There was no unanticipated blood loss of more than 500 cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer's product was used. No reinforcement material was used.